Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation across her chest, under her armpit and on back. Patient stated that it was no draining, but that it has scabbed over. Patient has an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone by a physician. Follow up indicated that the medication is helping and the skin irritation is better.